Manufacturer narrative:
Based on the current information provided, while the root causes of the operative complications noted within the article cannot be conclusively determined or are unknown; yet the collisions and placement may be related to potential use error(s). If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. The specific procedure/event dates and da vinci system serial #s are unknown. A review of an image provided within the article was performed by an isi clinical development engineer (cde). The following additional information was provided: while the general orientation of the port placement can be seen in the images, it cannot be determined if the port spacing and positioning of robotic arms are conducted per the instructions for use (IFU). The da vinci single-site instruments are only validated for use with the da vinci single-site port. This complaint is being reported due to the following conclusion: within the journal article titled, ¿single plus one-port robotic surgery using the da vinci single-site platform versus conventional multi-port laparoscopic surgery for left-sided colon cancer,¿ two conversions from spors were noted. In one instance, the patient required conversion from single port to reduced port laparoscopic surgery due to an air leak and collisions of robotic arms. In another case, a patient changed from a single port of a glove port to secure distance between instrument tips and the surgical field.

Event description:
Intuitive surgical, inc. (Isi) became aware of a videosurgery and other minimally invasive techniques article titled, ¿single plus one-port robotic surgery using the da vinci single-site platform versus conventional multi-port laparoscopic surgery for left-sided colon cancer¿ (bae, s. U., jegon, w. K. And baek, s. K., 2022). The study compares the clinical and cosmetic outcomes of single plus one-port robotic surgery (spors) with those of multi-port laparoscopic surgery (mpls),which is presently the standard surgical treatment for colon cancer. The study included 36 patients who underwent spors and 61 patients who underwent mps for left-sided colon cancer between august 2014 and january 2016. Within the journal article, operative complication involving da vinci surgical procedures were noted: one patient required conversion from single port to reduced port laparoscopic surgery due to air leak and collisions of robotic arms. It was further noted, "regarding single ports, the single-site port used in the first 3 cases was not flexible and had poor durability. In another case, a third patient changed from a single port of a glove port to secure distance between instrument tips and the surgical field. There were no major complications or conversions to open surgery. Isi has reached out to the author to obtain additional information but has not yet received a response.